Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650/ catalog #: 1650/expiration date: 2017-03-31 UDI #:(B)(4) mfg date: 2016-03-31 (B)(4). Heartware ventricular assist system ¿ battery/(B)(4) / model #: 1650/ catalog #: 1650/expiration date: 2017-10-31 UDI #: (B)(4) mfg date: 2016-10-31 (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650/ catalog #: 1650/expiration date: 2017-12-31 UDI #: (B)(4), mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650/ catalog #: 1650/expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported beeps for the last few weeks and then subsequently reported a double disconnect when changing power sources on (B)(6) 2018 ( a few nights ago). Patient was seen in clinic on (B)(6) 2018 for intermittent beeping on the batteries, no intervention at that time. Patient was admitted to the hospital for planned controller and batteries exchange on (B)(6) 2018 due to continued power switching. No issues with controller and no physical damage or abnormal alarms was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b-2. Product event summary: the controller and four batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events during the analyzed period. However, log file analysis revealed momentary disconnections that did not lead to premature power switching events involving (B)(4) and (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported premature power switching event could not be confirmed. The reported ¿beeps,¿ however, was confirmed. Additionally, analysis of the event log file revealed a controller power-up and associated pump start event on (B)(6) 2018 at 23:15:31. The data point logged on the controller's internal logs prior to the controller power up, logged at 23:13:31, revealed that (B)(4) was connected to power port 1 with 44% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 23% rsoc. The data point after the controller power up event, logged at 23:16:06, revealed that (B)(4) was connected to power port 1 and a power adapter was connected to power port 2. The controller was without power for 15 seconds. As a result, the reported "double disconnect" event was also confirmed. There is no evidence that the lubrication servicing had been performed on the reported devices. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). D10: yes, return date: 2018-07-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery/ (B)(4). D10: yes, return date: 2018-07-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery/ (B)(4). D10: yes, return date: 2018-07-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery/ (B)(4). D10: yes, return date: 2018-07-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.